Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Lot number = (10)1418b. Device is not expected to be returned for manufacturer review/investigation device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. As per investigation none of the products in this box contain latex. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported that he got a toe infection after using band-aid brand adhesive bandages variety pack. Consumer declined to provide any further information.